Manufacturer narrative:
Additional information device evaluated by MFR : device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.